Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a keypad. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad damaged (needs to be replaced)' which was reproduced during service. Evaluation observed an unresponsive on/off key as well as an unresponsive soft key on the keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad malfunction. There was no known patient injury or medical intervention associated with this event. No additional information is available.